Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rf pic failed self test alarm or excessive no delivery alarm noted. Device uploaded properly using care link pro and all bolus data recorded properly on data report. No upload anomaly noted. Insulin pump had cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed selftest error every day and no delivery alarm. The customer reported that the blood glucose goes into the 300mg/dl range. The insulin pump passed selftest. She declined to troubleshoot for high blood glucose, blood at site and also for blood in the infusion set. Blood glucose was around 250mg/dl. The customer treated high blood glucose with manual injection and bolus correction. The insulin pump will be returned for analysis.